Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s); peritoneal dialysis therapy was stopped, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis. Additional treatment for the peritonitis event was not reported. After being hospitalized for twelve days, the patient was discharged. During the first week of the same month this report was received; a new peritoneal dialysis catheter was placed and the patient resumed peritoneal dialysis therapy. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient experienced septic shock. The cause of septic shock was unknown. It was unknown if the patient recovered from the peritonitis event prior to the septic shock. The outcome of the septic shock event was not reported. Additional information was unable to be obtained. Should additional relevant information become available, a supplemental report will be submitted.